Manufacturer narrative:
Additional information: patient ID/initials are unknown. This report is for an unknown instrument guide/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No adverse event was reported. Without the part number, the brand name is unknown, device was reported as returned by the facility; however, the device was not received by the manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. It was confirmed that while the device did break during the procedure, all of the pieces were accounted for. (B)(4).